Event description:
It was reported that cgm displayed error 42 and prevented normal sensor use. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset steps, cgm error did not recur after reset, and customer successfully started new sensor session; no additional information was received regarding further outcomes.